Event description:
Technician alleged that the head of the bed is lowering slowly on its own. No patient impact.

Manufacturer narrative:
The technician found the head motor drifting slowly. The technician replaced the head motor to resolve the issue.